Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. Based on the investigation results, the foreign material could not be identified. The legal manufacturer confirmed there was no deviation from the reprocessing steps. In addition, the following reportable malfunctions were identified during the device evaluation: clogged nozzle and nozzle blockage (white solid substance). A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device inspection, the gastrointestinal videoscope exhibited a clogged nozzle and nozzle blockage (white solid substance). There were no reports of patient involvement.